Event description:
Respond edge study. It was reported that stroke occurred. Prior to index procedure, heparin or other anticoagulant was given. The subject was not on any prior regimen of aspirin or antiplatelet other than aspirin at the time of index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated balloon valvuloplasty (bav), no conduction disturbance was noted post valvuloplasty. The valve was treated with deployment of a 27 mm lotus edge valve. The initial valve position was too high relative to the target position. Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing of 27mm lotus edge valve in the delivery system catheter and deployment into more accurate position within the aortic annulus. Post transcatheter aortic valve replacement (tavr) procedure, the subject developed weakness in their left hand. Per source the event, was initial thought most likely related to radial nerve as the radial approach was used for tavr. The subject developed a dense hemiplegia on the left side. The event led to prolongation of hospitalization. Computed tomography (CT) of the head revealed focal area of low density within right posterolateral thalamus represented a recent infract, also a small area of hemorrhage overlying the left frontal lobe in subarachnoid location with some possible involvement of parenchyma. Three (3) days post implant procedure, magnetic resonance imaging (MRI) head revealed acute infract in the right posterior and lateral aspect of the thalamus, tiny acute infracts in the right posterior frontal cortex and left occipital pole, small amount of subarachnoid blood in the left superior frontal sulcus. Per source, the embolic infracts were not uncommon after tavr and the subarachnoid blood could be due to previous fall or anticoagulation treatment. The etiology of the stroke is hemorrhage. During this time, antiplatelets were withheld for few days and currently on atorvastatin, nicotine, omeprazole and bisoprolol, later the subject was transferred to stroke rehab. At the time of reporting the event was considered recovering/resolving. Five (5) days post implant procedure, the subject was discharged. It was further reported that the etiology of the stroke is ischemic. Nine (9) days post implant procedure, the event was considered to be resolved with residual effect.

Manufacturer narrative:
A1 patient identifier: (B)(6). B5: describe event or problem: updated. B6: relevant tests / laboratory data: updated. B7: other relevant history: updated.

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that stroke occurred. Prior to index procedure, heparin or other anticoagulant was given. The subject was not on any prior regimen of aspirin or antiplatelet other than aspirin at the time of index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated balloon valvuloplasty (bav), no conduction disturbance was noted post valvuloplasty. The valve was treated with deployment of a 27 mm lotus edge valve. The initial valve position was too high relative to the target position. Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing of 27mm lotus edge valve in the delivery system catheter and deployment into more accurate position within the aortic annulus. Post transcatheter aortic valve replacement (tavr) procedure, the subject developed weakness in their left hand. Per source the event, was initial thought most likely related to radial nerve as the radial approach was used for tavr. The subject developed a dense hemiplegia on the left side. The event led to prolongation of hospitalization. Computed tomography (CT) of the head revealed focal area of low density within right posterolateral thalamus represented a recent infract, also a small area of hemorrhage overlying the left frontal lobe in subarachnoid location with some possible involvement of parenchyma. Three (3) days post implant procedure, magnetic resonance imaging (MRI) head revealed acute infract in the right posterior and lateral aspect of the thalamus, tiny acute infracts in the right posterior frontal cortex and left occipital pole, small amount of subarachnoid blood in the left superior frontal sulcus. Per source, the embolic infracts were not uncommon after tavr and the subarachnoid blood could be due to previous fall or anticoagulation treatment. The etiology of the stroke is hemorrhage. During this time, antiplatelets were withheld for few days and currently on atorvastatin, nicotine, omeprazole and bisoprolol, later the subject was transferred to stroke rehab. At the time of reporting the event was considered recovering/resolving. Five (5) days post implant procedure, the subject was discharged.